Event description:
On june 6th, 2024, hcp reported to the sales representative that a patient had pdo threads implanted on (B)(6) 2024. On (B)(6) 2024 according to the hcp, patient experienced threads dislodging at anchor and thread poking from under the skin at the endpoint. During the follow up, hcp removed the thread and a new thread was placed. On june 10th, 2024, hcp reported that the patient is fine.

Manufacturer narrative:
UDI related data quality updates only the report represents a correction to a previously submitted MDR 3007895168-2024-00009 brand name: (B)(6), version or model: px2x29800100a16mb company name: (B)(6) primary di number:(B)(4) device description: absorbable polydioxanone surgical suture FDA premarket submission number: k082097.

Event description:
(B)(6) 2024, hcp reported to the sales representative that a patient had pdo threads implanted on (B)(6) 2024. (B)(6) 2024 according to the hcp, patient experienced threads dislodging at anchor and thread poking from under the skin at the endpoint. During the follow up, hcp removed the thread and a new thread was placed. On (B)(6) 2024, hcp reported that the patient is fine.